Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc requested the customer to perform the system check , which passed but showed sampler foaming. Ccc recommended the customer to perform reseating and alignment of sample probe 1 and reagent probe 1 and to check the tubing nut centered in the housing. The customer found that it was pushed off the center. The customer restored the tubing nut. The ccc tested the ultrasonics mix which was dropped to 50% and then back to 100%. Also, ccc tested the sampler tip of ultrasonics mix which dropped to 50% and to zero and then back to 100%. A customer support engineer (cse) was dispatched to the customer site. The cse observed intermittent abnormal assays result and also, the quality control (qc) was out of range. The cse replaced the reagent probe 1 transducer. The cse reset the result monitor for another analyte. The cse performed preventive maintenance procedure. The cse performed a system check, which passed. The cse ran qc, which was within range. The cause of the discordant, falsely low crea and ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine (crea) results were obtained on six patient samples and discordant calcium (ca) results were obtained on five patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher for crea. Sample ID (B)(6) was rerun for five times, all resulting higher. Sample ID (B)(6) and sample ID (B)(6) were repeated on the same instrument, resulting lower. Sample ID (B)(6) were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant crea and ca results.